Manufacturer narrative:
(B)(4). The lead exhibited normal electrical characteristics.

Event description:
It was reported that when the patient presented for follow-up, high lead impedance was observed. The lead was explanted and replaced. Patient is doing okay post procedure.